Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to pain and loss of benefit. There are no plans to re-implant the patient with a new device as of the date of this report.